Manufacturer narrative:
Device analysis: the needle cover was returned detached from the injector, and the cam lock was returned attached to the injector. The retention plug was detached and not returned. The slider knob was found in the start position. While the needle was found not retracted, it was found not fully extended. The bevel selector was found in the center position. The needle guide (with the needle within) was observed to be severely bent. The white portion of the needle guide was observed to be pulled out of the injector. E complainant did not report that the injector was damaged, or that the needle guide (with the needle within) was bent. The needle guide (with the needle within) is so severely bent that the needle cover cannot be inserted properly onto the needle guide. The condition of the injector and needle guide is likely due to complainant handling; therefore, no further evaluation of either the damage observed to the injector, or the condition of the needle guide (with the needle within) is required. Slider resistance is unable to verify since testing cannot be performed due to the damage of the returned injector.

Event description:
Healthcare professional reported a xen®45 gts event of xen®45 gts damaged due to slider failure during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event of xen®45 gts damaged due to slider failure during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.